Event description:
It was reported that there is a loss in memory and the majority of the customer's boluses were inconsistent as well. It was stated that the doctor and the father believes the customer may not be entering the information in the insulin pump. Advised the father that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the carelink pro shows sensor graph info, blood glucose and bolus details on consecutive days from (B)(6) 2013. Carelink pro shows sensor graph info, blood glucose, and bolus details for three consecutive days during testing. No history, memory, or bolus anomaly noted. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk.